Manufacturer narrative:
H11: the complained cp5 unit was returned to livanova but was not repaired, as the device was more than 10 years old. A review of the device¿s service history confirmed that the system was manufactured in 2014 and that no previous reports of similar events had been communicated to livanova. Given that the issue could not be reproduced, it is reasonable to consider this a non-systematic event; based on findings from investigations of similar cases, the possibility of a problem along the tubing line (e.g., kinking) or a temporary failure of an internal component cannot be excluded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5. Serial read out (real time device parameters and setting recording file) of the pump was collected a livanova field service engineer was dispatched the customer and could not reproduce the issue. At set 4.00 lpm, the actual read was 3.94 (at 1866rpm), after 30 minutes, flow reduced of by 0.04lpm. The rpm readout at 2000 rpm was confirmed to be 2000 rpm. The field tests were inconclusive and the cp5 appears to be working correctly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during the start of a case, the cp5 flow started dropping without input. They turned the cp5 up to max 3500 rpm and flow continued to drop below needed limits. They swapped pump out for rest of case. There is no report of any patient injury.